Event description:
It has been reported to us that during the procedure a thrombus clot started forming around and inside the introducer sheath resulting in blockage of the sheath. An attempt to obtain additional information was not successful.